Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "problem with overfilling of tubes where did the incident occur: during use. Several samplers reported that the citrate tubes (ref. (B)(4) 2.7ml - lot 0314691 - exp: 2021-08) were filling up to the cap."

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "problem with overfilling of tubes where did the incident occur: during use. Several samplers reported that the citrate tubes (ref. 363048 2.7ml - lot 0314691 - exp: 2021-08) were filling up to the cap."

Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.